Manufacturer narrative:
Correction: patient initial were erroneously omitted from the initial MDR. Correction describe event or problem information in this supplemental report shall supersede the information found in describe event or problem of the initial MDR.

Event description:
It was reported that patient presented in the operating room on (B)(6) 2017 with pocket erosion and systemic infection originating from a pocket infection due to a hematoma. The entire system including the cardiac defibrillator was explanted. The patient was stable after the explant procedure.

Event description:
It was reported that patient presented in operating room on (B)(6) 2017 with systemic infection originating from a pocket infection of a cardiac defibrillator. The entire system including the pulse generator was explanted. The patient was stable after the explant procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.